Event description:
Healthcare professional reported a right side "capsular contracture, baker grade unknown, and possible rupture" and "any creases" against a non-allergan device. Healthcare professional additionally reported ""extensive mural calcification." Device was explanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).